Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. As noted on the document: "revised for instability". A shell, 2 screws, adm/ mdm liner construct, femoral head, and 2 doses of cement were implanted.